Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter (hair) was found in bd syringe s2 5ml 22ga 1-1/4in.

Manufacturer narrative:
Investigation summary: DHR: 1809345: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2020 (september 24th - 26th, 2018). Syringes were assembled in machine, nº4255, nº4254, nº4237, nº4236, and nº4220, in lot #8260642 (september 17th ¿ 24th, 2018) and in lot #8267728 (september 24th ¿ 30th, 2018). Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8268788, #8261745, #8254828, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8268792, #8261749, #8254835 and no problems, defects or qn related to the reported issue were found. Bd has been provided with a picture of the affected sample. Bd has been provided also with the affected sample. A hair in the syringe was detected in this returned sample. Bd could confirm the reported issue. Conclusion(s): after analyzing the picture and the affected sample provided to the manufacturing site for evaluation, we could see the reported foreign matter and confirm the reported issue. The hair was lost due to a failure to perform any practice of gmp, or neglect, or as part of some raw materials. The hair ended in the assembly machine which produced the mentioned non-conformance. Despite the fact that any high-volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce discardit syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. Bd concludes that it has been an isolated case with a negligible frequency of occurrence.

Event description:
It was reported that foreign matter (hair) was found in bd syringe¿ s2 5ml 22ga 1-1/4in.